Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, stroke, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, "patient care and management", lists hypovolemia as a potential late postimplant complication. Section 6, under ¿anticoagulation¿, outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to a subdural hematoma with cerebral anoxia, hypovolemic shock, and stage d heart failure. The patient was unresponsive upon arrival to hospital and care was withdrawn. A device related issue did not cause or contribute to the heart failure status. The death was not considered to be device related as the device operated as expected. The device would not be retuned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.